Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, while firing the anastomosis, the staple line was incomplete. The staple line was fixed by over sewing.